Event description:
No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2423-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had connection issues. The following information was provided by the initial reporter: there has been an increase in the alaris pump tubing's coming disconnected at the stopcocks. Ref #2423-0007. No specific date is known. No lot numbers are known. Additional information received from the customer: what was the impact to the patient? During the case the stopcock came loose and medication may have not fully reached the patient. What was the medication/fluid in use at the time of the event? Not sure what medications were given at the time. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No harm to the patient kindly provide the total number of occurrences. This has been documented at least 6 times.